Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. Insulin pump had a cracked keypad overlay noted.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 160 mg/dl. The customer stated that he was in the hospital because of an allergic reaction to multiple bee stings. He noted that the up button on the device may be stuck and had a crack in it. No other significant events leading to the alarm were noted. Advised discontinuation of the insulin pump. Nothing further reported.